Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0097 showed no other similar product complaint(s) from this lot number.

Event description:
Blood stream infection due to piccline. Start date: (B)(6) 2020; end date: (B)(6) 2020 the event is a bloodstream infection and occurred on the right side of the body. Severe severity and related to the device (catheter) and unlikely related to the procedure. The event is not related to a pre-existing condition and a similar event did not occur previously. Action taken: hospitalization. On 31st october 2020 hemoculture with staphylococcus aureus and the piccline was considered to be the probable focus, so it was removed.